Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a sensor that would not complete the two hour warm up. No additional event or patient information is available. Data was provided for evaluation. Complaint for no initial calibration was confirmed due to signal loss during warm-up. The probable root cause was determined to be signal loss during warm-up. The reported issue of no initial calibration is reportable based on the finding of signal loss during warm-up.